Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit is turning on and off.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿that the unit is turning on and off.¿ the unit was triaged and the customer¿s reported condition was confirmed. The pump turned on and immediately turned off on both battery power and ac power. It was noted that the pcba had corrosion in several areas. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.